Event description:
Patient fell down and the femur fractured.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient fell down and the femur fractured.